Manufacturer narrative:
(B)(4). The device remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is conservatively filed for shortness of breath occurring more than 1 1/2 years post procedure. The physician assessed the relationship of the shortness of breath to the device as unknown. It was reported that on (B)(6) 2013, one mitraclip was implanted in a patient with functional mitral regurgitation (mr), successfully reducing the mr from 3+ to 1+, without a reported issue. On (B)(6) 2015, the patient was hospitalized for shortness of breath, dyspnea on exertion. Medications were provided. On (B)(6) 2015, the shortness of breath resolved without sequela. Per the study physician, it's unknown if the shortness of breath is related to the implanted mitraclip. There was no additional information provided.

Manufacturer narrative:
(B)(4). In this case, there was no reported device malfunction associated with the mitraclips. It was confirmed that the patient effects were deemed unrelated to the study device and procedure.

Event description:
Subsequent to the initial medwatch report filed, information was received from the site reporter that incorrect information was originally reported. The correct information is as follows: it was reported that on (B)(6) 2014, two mitraclips were implanted in a patient with functional mitral regurgitation (mr), successfully reducing the mr from 3+ to 1+, without a reported issue. On (B)(6) 2015, the patient presented with shortness of breath, dyspnea on exertion, and weight gain. Medications were provided. On (B)(6) 2015, the shortness of breath resolved without sequela. Per study physician, the mitraclips remained stable. Per study physician the implanted clips and the mitraclip procedure are unrelated to the (B)(6) 2015 shortness of breath, dyspnea on exertion, weight gain, and subsequent treatments thereof. There was no additional information provided.